Event description:
A caller reported that they could not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence, despite trying to resolve the issue by changing the infusion set (ifs) and cartridge. The issue persisted with new supplies. There was no adverse impact to the customer's blood glucose level. The caller successfully completed necessary air removal steps and used room temperature insulin without refilling or overfilling the cartridge. The current issue was resolved as technical support assisted the caller in completing the load process and resuming insulin delivery.